Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from fasting meter to meter comparison of 350 mg/dl using truetrack meter and 94 mg/dl using dr.'s device. The customer is also concerned with results obtained of 233 and 134 mg/dl. The customer stated he is not diabetic and that his expected fasting blood glucose test result range is 60 - 115 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. The customer stated that about three weeks prior to the call he felt that the meter was giving high results. The customer went to see his doctor due to his concern about the high results obtained. The customer did not report any symptoms or illness, he was only concerned with the high results and that lead him to contact his doctor. The customer did not receive any treatment while at the doctor's office. The doctor recommended that a different meter be used. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; the customer did not have any test strips. The meter memory was reviewed for previous test result history (result of 350 mg/dl was not confirmed in the meter memory): (B)(6).